Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer changed the pump supplies to address the issue. Additionally, the pump date was incorrect. Cause was not known. Tandem technical support assisted the customer with correcting the date. Customer's blood glucose was 313mg/dl.